Manufacturer narrative:
(B)(4) - dehiscence. Additional manufacturer narrative: through follow-up with the health-care provider, it was learned that the device was explanted due to mitral regurgitation. According to the operative report, the patient underwent mitral valve repair in 2000, and since then, has slowly, over time, developed worsening symptoms of dyspnea and shortness of breath as well as hemolytic anemia. The patient had repeat echocardiogram performed which demonstrated a dehisced ring with leaks at both commissures and at p2/p3. Cardiac catheterization just three or four years ago demonstrated normal coronary arteries. Upon inspection of the valve, it could be seen that the annuloplasty band did not reach either trigone and was dehisced for the majority of its length. The ring was removed and replaced with another edwards annuloplasty ring. Per the surgeon, the reason for explanting the device was not related to a product malfunction.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 10 years and 1 month. The reason for explanting the device was not provided. No further details were reported.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received.